Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the device. A little force was used. Resistance was felt so the onyx frontier stent was pulled out and it dislodged in the left main (lm). It was stated that the onyx frontier stent probably caught on the previously onyx frontier deployed stent located in the circumflex artery. The stent was retrieved and event ended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the ostium of the diagonal branch. The device was inspected with no issues. Negative prep was not performed. The diagonal lesion was pre-dilated using a compliant balloon. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to/at lesion. The stent was retrieved successfully using a snare. The circumflex artery was first stented and an attempt was then made to deliver the onyx frontier stent to the diagonal lesion. Resistance was felt so the onyx frontier stent was pulled out and it dislodged in the left main (lm). It was stated that the onyx frontier stent probably caught on the previously deployed stent located in the circumflex artery. The patient is alive with no further injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Additional information: the device did pass through a previously deployed onyx frontier stent. It was stated that the 2.50x18mm onyx frontier stent probably caught on the previously deployed onyx frontier stent located in the circumflex artery. It was believed that the 2.50x18mm onyx frontier dislodgement occurred due to the interaction with the previously deployed onyx frontier stent, but it cannot be sure what caused the dislodgement. There were no issues reported with the previously deployed onyx frontier stent, and there was no damage noted to this stent following the issues encountered with the dislodged stent. The onyx frontier stent in the circumflex artery was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.